Manufacturer narrative:
This report is submitted on (B)(6) 2023.

Event description:
Per the surgeon, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device on (B)(6) 2023

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on june 27, 2023.